Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy and one marker applicator were returned for evaluation. On visual evaluation, the probe appeared to have residue throughout and it was noted that the vacuum assembly was not returned. On functional evaluation, the returned probe was tested with returned related markers ( 3 markers) and the markers could not to be inserted into the returned probe. And it was noted the markers were inserted into the in-house 10g probe without any issues. On dimensional evaluations, the inner diameter of the returned probe and in-house probe were not same. Therefore, the investigation for the reported device-device incompatibility is confirmed as the marker was not able to insert into the functional evaluation. Additional evaluation was completed finding unknown material within the proximal end of the probe. Ftir analysis has been completed to determine the material identified within the cutter. Results indicate the material showing morphology consistent with adhesive material. Therefore, the investigation is confirmed for the identified foreign material issue as the unknown residue was found to be adhesive. A definitive root cause for the identified foreign material and the alleged device-device incompatibility could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 08/2023).

Event description:
It was reported that during a stereotactic breast biopsy procedure through normal density tissue, the marker would not fit through the probe. The procedure was completed using another device. There was no reported patient injury.